Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call the insulin pump would not exit the preparing to prime loop. The customer blood glucose level was 69 mg/dl at the time of the incident. The customer was advised to hold down the act button until receiving a second series of beeps and or numbers appear on the display. The customer stated that they did not receive the beeps nor did the numbers appear on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but failed during prime test due to loose drive support disk.